Event description:
The customer reported that the system would not perform fluoroscopic x-ray and the monitor displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated fuses on the power distribution board and adjusted the power supply on the fluoroscopic functions board. The system was tested and found to be working as intended and put back in service.